Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleeding, hematoma, rupture.

Event description:
Patient reported "rupture". Later, healthcare professional reported "bleeding, hematoma, and rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "rupture". Later, healthcare professional reported "bleeding, hematoma, and rupture". Later, healthcare professional reported "chest wall hematoma", "swelling" and "pain". Later, healthcare professional reported "left breast wound dehiscence" and "closure of left breast wound dehiscence". This record is for the left side. Device was explanted.